Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient needed to be shocked three times by emergency right atrial (ra) lead and right ventricular (rv) lead exhibited undersensing.